Event description:
Meter had been giving false high readings. Patient had received readings in the "10's(read as mmol/l's)". Patient did not experience any symptoms; however, contacted physician due to the high readings. He advised patient to take an extra 10 mg of glyburibe at nighttime. Patient did not experience any symptoms after taking the extra medication. Patient contacted lifescan and costomer service found out that the meter was set to the incorrect unit of measurement. Meter was previously set to mmol/l; however patient recently did not go inot the set up mode. Patient mentioned that patient had replaced the battery three days ago and since then patient had been recieving the high readings. Due to a spontaneous power interruption, the meter reverted from the "mmol/l" to the "mg/dl" unit of measurement; thus indicating that the reported meter meets the criteria for a medical device reportable due to a malfunction.